Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was warming slower than expected. The patient's temperature should have been 35.7c, and their temperature was 35.2c. The flow rate was 0.7lpm, and the event log showed an alert 113. The water temperature was 40c. The pads were disconnected and reconnected and the flow rate was 0.2lpm, rose to 2.0lpm and then dropped back to 0.7lpm. The device gave an alert 01. The nurse reconnected the fluid delivery line, and the flow rate was 0.2lpm.